Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was powered on it displayed an error code in the upper left hand corner of the screen, five times down in a column. It was speculated that the programmer could have been left on for an extended period of time and that it electrically discharged and reset. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that an error message displayed when the programmer powered up and the micro processing unit and the hard drive were therefore replaced. Additionally the hard drive was reimaged and reconfigured and the software was loaded to an updated version. Analysis also found that the system fan was noisy, the lower hinge plate was cracked, both antenna cables had nicks in their insulation and both flex tape guides were broken, the stylus tip pen was loose but functional and the tabs on the power cord bay door were broken. All found defective parts were replaced and additionally the stylus was calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.